Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the catheter became stuck on the guide wire the 80% stenosed de novo lesion was located on the moderately tortuous vein side inner shunt. This 6.0mm x 20mm x 40cm sterling balloon catheter and a non-bsc guide wire successfully crossed the lesion; however, the device become stuck on the guide wire and the user was able to advance them any further. The devices were removed from the patient intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).